Event description:
A cartridge change error was reported with the customer's pump. The customer declined to provide information about any blood glucose level impacts, so no adverse impact was documented. To resolve the issue, the customer identified a problematic o-ring pneumatic tap area, removed it, and loaded a new cartridge. Later, approval was received for a pump replacement. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed about receiving a pump with updated software. Instructions were provided, including how to put the pump into storage mode and how to return the faulty pump to tandem. The customer understood all instructions and acknowledged them. A replacement pump was sent to the customer, and they were guided on programming their settings and connecting their cgm to the new pump.